Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the skin graft mesher on january 3, 2017, revealed that the comb was bent and the ratchet end of the roller was damaged. Due to the damaged comb the test mesh and calibration measurements could not be performed. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 3, 2017, which included replacement of the damaged roller, bent comb, and damaged hardware. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. Post repair analysis of the skin graft mesher revealed that the device produced a passing test mesh and was within calibration specifications. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported the plate was bent. Inspection of the returned skin graft mesher on january 3, 2017, revealed that the comb was bent and the ratchet end of the roller was damaged. Due to the damaged comb the test mesh and calibration measurements could not be performed.

Manufacturer narrative:
(B)(6). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) ten times as documented in the repair reports in livelink. The last repair was july 11, 2016 where it was reported that the plate was broken and the roller, damaged comb, and gears were replaced and the ratchet was repaired. This is not a related issue. Skin graft mesher, serial number (B)(4), was manufactured on april 28, 2000, is over 16 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on january 3, 2017, revealed that the comb was bent and the ratchet end of the roller was damaged. Due to the damaged comb the test mesh and calibration measurements could not be performed. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 3, 2017, which included replacement of the damaged roller, bent comb, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per (B)(4). Post repair analysis of the skin graft mesher revealed that the device produced a passing test mesh and was within calibration specifications. The reported event ¿that the plate on the mesher was bent¿ was confirmed since during the initial inspection it was noted that the comb was bent. While during the initial inspection it was noted that the comb was bent, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The device is over 16 years old and has not been previously repaired by zimmer biomet. The IFU states that ¿the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.